Event description:
Related ftrs: 201504-1594, 2015-0015, 2015-0027, 2015-0028, 2015-0030. Sales rep states: "on a patient with diagnosed coloncarcinoma, a lap. Lar was performed. Patient had no comorbidities, no diabetes, no hypertension, no obesity, no cardiovascular problems. When the 030458 was fired, the first part of the staple line was fired smoothly, the last part of the staple line, the firing was more difficult (surgeon felt resistance). The stapleline was placed on 7 cm from anal verge. A second reload was needed to complete the distal resection (030455) and the reload was fired smoothly ( with same handle) they saw some not b shaped (still open) staples in the abdominal cavity lying. Staple line did not very good. They made circular anastomoses with eea31 and the donuts were not complete. Because the surgeon had some space left he decided to perform a now resection. First he mobilized the colon/sigmoid even more to get some more length and made a new distal resection and a circular anastomoses with the 030458 reload and the eea31 (same lot numbers) and a new endogia handle (030449), lot number not known. Another 3 cm of tissue was resected. The operating room time was prolonged from normally 3 hours to 6 hours now. The first stapleline on the distal part was placed at the estimated time of 3 pm. Stapleline on the distal part looked now very good, circular donuts were now looking very good and were complete. On (B)(6) patient was very ill at first check up at 6 am in the morning. Patient was reoperated on (B)(6). Stapleline was completely open and patient was in shock. They performed a colostomy and patient was in intensive care ward in critical condition but now has a colon stoma and was transferred to the nursing ward. He will probably need some future surgeries to clean the abdomen. Only the first handle wich they had used is being sent back, all the other staplers and reload are not available anymore, but I will sent back the 030455 with the same lot number back alone with the handle. They do register all reloads in the patient status. Hospital only informed me today because monday (B)(6) is a bank holiday in the (B)(4)". Since this is a complicated complaint, a document is added to this complaint which summarizes which products (and lot numbers) were used on which occasion and which products caused problems. Products were not resterilized prior to incident. Products were used on patient. Patient injured or jeopardized. Extension of surgery time with more than 30 minutes. No blood loss of more than 250cc. Extension of the incision with more than 2.5 cm. No change from endoscopic to open surgery. Unanticipated tissue loss or irreversible damage. No part of the device fell into the patient. No reinforcement material used in conjunction with stapler.

Manufacturer narrative:
(B)(4).